Event description:
It was reported that the customer went to the emergency room twice with a blood glucose (bg) levels of greater than 500 mg/dl; cause was unknown. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.